Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma. The patient went to outpatient treatment to evacuate the hematoma. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had been placed on an anticoagulant bridge while waiting for oral anticoagulation to be at therapeutic levels when a hematoma occurred. The patient continued with bleeding from the pocket site and there were two small superficial openings at the incision. The patient was placed on antibiotics and then had a hematoma evacuation. The device remains in use. The patient is enrolled in the post approval network (pan) cardiac and vascular group (cvg) clinical study. No further patient complications have been reported as a result of this event.